Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for a 60 mm thoracic aortic aneurysm. Vnmc3434c182tj was implanted distally and then vnmc4040c175tj was implanted proximally in zone 1. It was reported that during the index procedure, vnmc3434c182tj was first implanted successfully. Next while deployment of 3/4th stent of vnmc4040c175tj, the device was pushed by a lot of blood flow and the graft migrated distally by about one stent from the planned position. In addition, when the proximal capture of vnmc4040c175tj was released, the tapered tip of the delivery system moved forward and the spindle lowered to the distal side and the proximal side of the graft of vnmc4040c175tj slid down to the distal side. Moreover, during removal of the delivery system, the tapered tip got caught in the proximal part of the vnmc4040c175tj graft and further migrated to the distal side. Also, vnmc404095tj was implanted additionally due to insufficient sealing on the proximal side. It was stated that the procedure was completed with no endoleak. As per the physician, the cause of the event was anatomy. It was reported that the event occurred after replacing the abdominal arti ficial blood vessel, and because the approach was ascending, the torque during deployment of the delivery system was not fully transmitted, making it difficult to adjust during implantation. No additional clinical sequalae were reported and the patient will be monitored.